Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively on (B)(6) 2017, the reload indicator status was off and there was a problem loading the reload onto the adaptor. There was also an issue unloading the device and the stapler was unable to fire. The black knob located on the rod, was hard to press, not allowing the exchange of loads. There was no patient involved in this event.